Event description:
It was reported to philips that geometry was not available. The device was inside of clinical use at the time of the reported event, no harm was reported to philips. As per the field service engineer, the system did not start as expected. The field service engineer inspected the system onsite and after the replacement of 24v power supply, the device was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed system geometry not available. Review of system log files identified geometry errors. Upon troubleshooting, the fse found that the power supply of 24v power supply was faulty. The philips engineer replaced 24v power supply. Upon failure analysis, the power supply defect was confirmed. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.